Manufacturer narrative:
The investigation is still ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus (lad) was informed by the doctor at the user facility, the customer high frequency electro surgical generator unit has ¿error e433, the computer constantly restarts¿. The customer reported issue was found during a transurethral resection procedure. Another device was used to complete the procedure. No death or injury and no impact to patient was reported to olympus.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely error code e433 occurred due to a defective generator board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report was submitted to provide the results of the device evaluation. The evaluation of the suspect device confirmed the customer¿s reported problem, the device was powered on and prompted error message e433 as it keeps rebooting continuously. The error problem was isolated to a defective generator board. A visual inspection found no anomaly on the appearance except for minor scratches. A software upgrade to the latest version is recommended. Note: the customer did not send in their footswitch. A review of the manufacturing and quality control review was performed for the subject device and shows no non-conformities with respect to the described problem. The device history records indicate the device was manufactured according to valid instructions and met all specifications. The investigation is still ongoing. If additional information becomes available, this report will be supplemented accordingly.